Event description:
Alleged, the bed has no power.

Manufacturer narrative:
The facility's biomed found the r23 resistor was shorted on the power control module. The technician replaced the power control module to repair the bed.